Event description:
The complainant reported a patient was on impella cp support and there were continuous suction alarms. The staff gave fluids and checked the pumps position. The doctor was unable to reposition the pump due to the left ventricle configuration. The pump was explanted and the patient was supported by extracorporeal membrane oxygenation. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the positioning issues and low pump flows has been completed. Product and data logs were not returned for review. The root cause of the low flow was most likely a patient condition. The root cause of the positioning issue was most likely a patient condition.